Event description:
Family had a frightening experience when pt was found dumping prescription medication that was secured in a "child-resistant" container down a drain. The container which was distributed to them by local pharmacy has a reversible child resistant/easy access cap and was kept in the child resistant position. Upon inspection of the container rptr found that it opened very easily in the child resistant position and required no special manipulation to access the container. Rptr alerted pharmacist to the faulty cap and returned it to him for his inspection. Rptr tested the replacement container and cap he gave them of the same type in front of him and it, too, opened as easily as the first in the child resistant position. The container clearly did not provide any effective protection against child access as its patent claims. Unfortunately, the pharmacist was not inclined to change products or even advise customers of this faulty container when suggested, stating "it's just the way it's made, I've never had any complaints before about them." Rptr obtained a much safer container from another pharmacy who examined the faulty cap and relayed to rptr that he does not use that distributor because of that safety issue. Rptr transferred pharmacies. Rptr realizes that a child resistant cap should never be used as a first line of defense as a substitute for supervision or a locked cabinet. Rptr learned a valuable lesson to never underestimate a toddler's ability to access places that they believe are unreachable to them. However, this device, as a last line of defense, failed to help protect child. Rptr feels compelled to ask FDA to investigate this product and its claims. Rptr hopes their intervention will succeed in preventing a similar incident from happening to another child.